Manufacturer narrative:
Zimmer biomet (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Explantation date is planned for 17 nov 2020. Concomitant medical products: unknown screws, part# ni, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. (B)(4).

Event description:
It was reported the patient will undergo a revision of temporomandibular joint implants on the left side due to infection. A replacement with a custom device is planned at the time of the revision. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00117, 0001032347-2021-00118 d10 ¿ medical products unknown mandible screw, part# ni, lot# ni. Unknown fossa screw, part# ni, lot# ni. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section d10, g2, h2, h3, h6 and h10.